Event description:
Boston scientific received information that this patient was admitted to the hospital due to a ventricular tachycardia (vt) storm. The health care professional (hcp) was questioning the timing of the vt storm. Additional information received from the local sales representative states that the patient spontaneous vt was appropriately treated. Subsequently, the patient developed a new onset of atrial fibrillation (af) and was put on medication. The patient was brought back to the electrophysiology laboratory, and a non-invasive programmed stimulation (nips) was performed. This was undertaken to verify that there was an appropriate safety margin for shock therapies now that the patient is on medications. There is no additional information as to what the cause of worsening heart failure is. No other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.